Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported difficult to deploy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 70% stenosis in the right coronary artery, with mild calcification and tortuosity. Pre-dilatation was performed reducing the stenosis to less than 40%. The was no resistance advancing the 3.5 x 12 device to the lesion; however, during deployment of the implant, the delivery system balloon ruptured at 8 atmospheres. The delivery system was removed without any issue. An unspecified non-compliant balloon was used to successfully expand the implant against the vessel wall. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.